Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had a high blood glucose due to bent cannula on infusion set. The customer's blood glucose during the incident was 504 mg/dl. Treatment for high blood glucose was unknown. The insulin pump will not be returned for analysis.